Manufacturer narrative:
An event regarding a missing ampoule from the box involving simplex bone cement was reported. The event was confirmed. Method & results: device evaluation and results: the returned single pack of bone cement was inspected. The powder pouch was in situ and the liquid ampoule and its blister pack was missing. Medical records received and evaluation: not performed as there was no patient involvement. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the simplex manufacturing cell reviewed the event initiated an investigation under nc (B)(4) was issued on 8-mar-2016 for missing ampoule in simplex unit carton. No further investigation for this event is possible at this time.

Event description:
Once opening the outer box for using, it was found that there is no ampoule in the original package.

Manufacturer narrative:
Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Once opening the outer box for using, it was found that there is no ampoule in the original package.